Event description:
A malfunction on the pump was reported, specifically malfunction code malf 12, following no notable preceding events. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by cts in resetting the pump using pump reset information provided, and after the reset, the same malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code reappeared, which they acknowledged and understood.